Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie nj tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, a patient in (B)(6) had a naso jejunal (nj) tube placed. On (B)(6) 2016 it was reported that the patient felt less well and slept badly. The radiography showed that the nj tube was situated at d1 which explains why the patient is not well responding to the therapy. During the night, the patient was confused and pulled out the nj tube for 10 cm so it was asked to the gastro-enterologist to reposition the nj that day. On (B)(6) 2016, instead of a repositioning, the nj tube was replaced because the nj tube was blocked by a bezoar. The gastro-enterologist mentioned that there was an accumulation of food residues at the end of the tube which resulted in an obstruction in the small intestine and a gastric stasis. Duodopa was again administered starting from (B)(6) 2016.